Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the trigger was blocked, jammed, moved heavily and was stiff. The device also failed pre-tests for check the triggers and electronic control unit (ecu) function. Additionally, a review of the device history was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during equipment maintenance, it was observed that the small battery drive device the trigger was blocked, jammed, moved heavily and was stiff. The device also failed pre-tests for check the triggers and electronic control unit (ecu) function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.